Event description:
This is an adverse event recorded in the (B)(6) registry. Patient has long segment (9 cm) barrett's esophagus and prior fundoplication. After focal ablation, patient developed a stricture which was dilated. At this time, no information is available as to resolution of event. The physician graded the severity as moderate, relationship to procedure as definite, and not related to any device malfunction.